Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat bladder prolapse, stress urinary incontinence, bladder polyps and a sling was implanted. It was reported that patient underwent explant surgery on (B)(6) 2012 due to bleeding, infection, incontinence and urinary tract infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries, including a revision surgery on (B)(6) 2006. The mesh was explanted on (B)(6) 2012. She continues to experience bleeding, recurrent urinary tract infections, pain, hematuria, incontinence, dyspareunia. No additional information was provided.